Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device still implanted in patient.

Event description:
It was reported that the parents of a patient requested advice from a surgeon who had used the hydroset device 1 year ago in their (B)(6) child to close a cranium defect - they are worried that the bone could grow into the cement, as the patient's head is not fully developed. No adverse consequences nor medical intervention were reported.

Manufacturer narrative:
A confirmation of the reported event of a hydroset used in a growing patient is not applicable since no sufficient information (e.g. Medical records) were provided. Nevertheless the reported event clearly indicates a misuse/off-label use of the complained hydroset since its application in patients that are not fully grown is contraindicated according to the applicable instructions for use. The related risk management also relates the reported event to a misuse by heatlh care professionals. Stryker¿s medical expert confirmed this assessment and further stated that there is the possibility of an eventual influence on the skull over the area of the hydroset. In consequence, the root cause of the reported issue could be considered as user-related. Based on the investigation there is no indication for any systematic design, material or manufacturing related issue. Therefore no further corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend. Device still implanted in patient.

Event description:
It was reported that the parents of a patient requested advice from a surgeon who had used the hydroset device 1 year ago in their (B)(6) year old child to close a cranium defect - they are worried that the bone could grow into the cement, as the patient's head is not fully developed. No adverse consequences nor medical intervention were reported.